Event description:
It was reported that: "customer account (B)(6) had issue with item numbers v5-10316 and v5-10315 due to leaking. Associated complaint 3003898360-2025-00664".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "customer account (B)(6) had issue with item numbers v5-10316 and v5-10315 due to leaking. Associated complaints 3003898360-2025-00664 and 3003898360-2025-00665.".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Part number reported is not being manufactured currently, however, another part number from the same family was use for the "verification of failure mode reported in the current manufacturing process" and was conducted as follows: 200 samples were taken from the current production; the samples were visually inspected, and issue reported "leak - info not provided" was not observed in the current manufacturing process. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.